Manufacturer narrative:
The sample was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The sample was not returned for evaluation. The reported event was inconclusive due to the fact that no sample was returned. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instruction for use states the following: "directions for use: - visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or damaged or if any imperfection or surface deterioration is observed, do not use. - periodic observations of this system should be made to ensure that urine is flowing freely. If a standing column of urine is observed, check for correct positioning of bag and then for a physical obstruction. If correct positioning or removal of physical obstruction does not allow free flow, the bag may have to be changed. Directions for using bard ez-lok¿ sampling port: - using aseptic technique, position the syringe in the center of the sampling port. The syringe should be held perpendicular to the surface of the sampling port (at approximately 80-100 degree angle). Press the syringe firmly and twist gently to lock the syringe onto the sampling port. - note: improper penetration technique could cause formation of a drop of urine on the surface of the sampling port. Periodic observation of the sampling port is recommended." (B)(4).

Event description:
It was reported that the patient developed a uti as a result of using the device. The user's bag was attached to a urostomy device. The patient was admitted to the hospital on (B)(6) 2015 for a uti and was treated with antibiotics and remained in the hospital for 50 days. She was also submitted back on (B)(6) 2015 and remained in the hospital until (B)(6) 2015 and was treated with antibiotics.